Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd microtainer® sst¿ had separator position issues.